Manufacturer narrative:
Unique device identifier (UDI): for type of device: monitor, electroencephalograph. Device identifier (di): for type of device: monitor, electroencephalograph.

Event description:
Patient was placed under clinically induced coma/paralyzed for ventilator management. During neuromuscular blockade, the bispectral index monitor (bis) monitor is used during administration of analgesia and sedation to maintain a score of 40-60 while the patient is chemically paralyzed. The bis score is utilized by the nurses to titrate the sedation. In this case, there was evidence that the bis was not measuring accurately, likely due to the inability to maintain adequate skin contact with the electrodes. The primary issue is that the bis did not audibly alarm to alert the nurses that there was an issue with the electrodes. It was identified based on correlation between the bis measurement versus the clinical presentation. When they contacted biomed to check the bis machine, the machine had recorded multiple events of errors and alarms which had not audibly alerted the nurses. They changed out to a different bis machine without any evident negative impact on the patient outcome. Per hospital, the manufacturer is willing to trade it in for another one.

Event description:
Patient was placed under clinically induced coma/paralyzed for ventilator management. During neuromuscular blockade, the bispectral index monitor (bis) monitor is used during administration of analgesia and sedation to maintain a score of 40-60 while the patient is chemically paralyzed. The bis score is utilized by the nurses to titrate the sedation. In this case, there was evidence that the bis was not measuring accurately, likely due to the inability to maintain adequate skin contact with the electrodes. The primary issue is that the bis did not audibly alarm to alert the nurses that there was an issue with the electrodes. It was identified based on correlation between the bis measurement versus the clinical presentation. When they contacted biomed to check the bis machine, the machine had recorded multiple events of errors and alarms which had not audibly alerted the nurses. They changed out to a different bis machine without any evident negative impact on the patient outcome. Per hospital, the manufacturer is willing to trade it in for another one.